Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the patient line where a hole like a crack of about four inches was discovered during their pd treatment. A quarter distance of the patient line connector and around the hole, the color of the plastic was rust brownish. The patient reported receiving an air detected in cassette alarm during dwell 3 of 5 of treatment and the treatment was cancelled. The patient also reported a heater bag was too warm and the solution was little bit warm. The solution bags were not at room temperature when the cycler was set up. The patient indicated that the heater bag did not feel warmer than usual when touched, however, the patient indicated that the solution felt a little bit warmer when filling just in fill 1 and fill 2 sometimes. The patient also received a please do not insert the cassette, close cassette door message during power-up screen. The tubing set was not inserted and the cassette door was opened due to the patient leaving the pump door opened. It is unknown when these events may have begun. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the patient line where a hole like a crack of about four inches was discovered during their pd treatment. A quarter distance of the patient line connector and around the hole, the color of the plastic was rust brownish. The patient reported receiving an air detected in cassette alarm during dwell 3 of 5 of treatment and the treatment was cancelled. The patient also reported a heater bag was too warm and the solution was little bit warm. The solution bags were not at room temperature when the cycler was set up. The patient indicated that the heater bag did not feel warmer than usual when touched, however, the patient indicated that the solution felt a little bit warmer when filling just in fill 1 and fill 2 sometimes. The patient also received a please do not insert the cassette, close cassette door message during power-up screen. The tubing set was not inserted and the cassette door was opened due to the patient leaving the pump door opened. It is unknown when these events may have begun. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.